Manufacturer narrative:
A visual examination of the returned device revealed that the clip assembly was deployed and was not returned with the device. It was also noticed that the handle was locked, the mini sheath was kinked at the distal end and there was a kink in the control wire. Based on the evaluation conducted and the details of the complaint, it is probable that the failure of the clip to release from the catheter was due to anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that a resolution ii clip was used during a colonoscopy procedure to treat a post polypectomy bleed in the cecum on (B)(6), 2011. According to the complainant, during the procedure, post polypectomy, the resolution ii clip was positioned in the cecum of the patient's ascending colon. When the clip was deployed, it "pinched" the mucosa; however, when the catheter was withdrawn, the clip did not release from the catheter. The physician shook the catheter and the clip not only released from the catheter, but it also fell off the mucosa and into the appendix. The clip was removed from the appendix using biopsy forceps. A second resolution ii clip was used to complete the procedure without complications. The patient was reported to be "fine" post procedure.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution ii clip was used during a colonoscopy procedure to treat a post polypectomy bleed in the cecum on (B)(6), 2011. According to the complainant, during the procedure, post polypectomy, the resolution ii clip was positioned in the cecum of the patient's ascending colon. When the clip was deployed, it "pinched" the mucosa; however, when the catheter was withdrawn, the clip did not release from the catheter. The physician shook the catheter and the clip not only released from the catheter, but it also fell off the mucosa and into the appendix. The clip was removed from the appendix using biopsy forceps. A second resolution ii clip was used to complete the procedure without complications. The patient was reported to be "fine" post procedure.